Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising, and oversensing due to non-physiologic signals/sic (sensing integrity counter) was noted. The analyst noted that on (B)(6) 2015, vt-ns episodes were noted with evidence of lead noise oversensing. Additionally, from (B)(6) 2015 through (B)(6) 2015, the max rv pacing impedance rose from 722 to 1710. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in pacing impedance to a high and out of range value. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead had a confirmed fracture. The lead was capped and replaced.